Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer received a low reservoir alarm, and her husband emptied the reservoir while she was connected and may have missed a step. The husband did this again with another reservoir. Each reservoir had 1.5 units of insulin, so the customer received 3.0 units total, and her blood glucose was at 372 mg/dl when the low reservoir alarm occurred, which then went down to 272 mg/dl. It was advised to do a complete set change when changing out the reservoir. While the customer was assisted with performing a set change and priming while disconnected from the insulin pump, her blood glucose went down to 79 mg/dl. She drank juice to treat. It was advised to suspend the insulin pump for a time, as the customer had too much insulin delivered to her body too quickly. The customer's blood glucose went down to 51 mg/dl, and the customer was eating a pastry. It was advised to go to the hospital upon checking blood glucose again. Nothing further reported.